Event description:
Two days following a catheter revision, the patient was admitted to the hospital. She was found early by her home health nurse and was difficult to arouse. A total of 2mg of narcan was given. The pump was turned off; it was not reported when the pump was turned back on. The patient was seen in the clinic in 2008, the medication was diluted and the pump was stopped. Over the next two days, the patient was contacted by phone and she reported that she was doing fine. At about six days later, the patient was again seen in the office "having been called by home health nurse after discharge from the hosp. Found again semi-comatose." The health care professional's office had not been called. The patient outcome was not reported. (See manufacturer report # 3004209178-2008-06142).